Event description:
The customer stated that her blood glucose levels dropped from 112 mg/dl to 40 mg/dl after changing the infusion set. The customer was evaluated in the ER during the phone call. Troubleshooting was performed and the insulin pump displayed a reservoir amount of 125, but the reservoir actually had 80 units left. The displacement test was performed and insulin pump passed the test. The customer attempted to prime the insulin pump during the phone call, but insulin just shot out in a stream through the needle. The customer also stated that the insulin pump has been exposed to x-rays. Advised customer that the insulin pump should not be exposed to x-rays. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.